Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed the volume test several times, all between 18. 32-18. 87" was not reproduced. Evaluation had the flow line run a flow rate accuracy test the test results were passing. A review of the event history log could not confirm the reported symptom . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted. During functional testing, the reported problem "during downstream occlusion test, it wasn't alarming every time the test was run was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a high reading on the force sensor, the force sensor was required to be calibrated to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed volume testing and was not alarming during downstream occlusion testing. This occurred in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.